Manufacturer narrative:
Although requested, the affected device has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation. Concomitant medical product: pcu 8015.

Event description:
The customer reported that the patient was in nuclear medicine for a hida scan, sincalide (1.5 mg/ 50 ml) was program under basic infusion at 200 ml/hr. With an expected duration of 15 mins. The user reported that the screen was dim during programming. Approximately 5 minutes after infusion was initiated, the bag appeared to be nearly empty ¿as if it were running wide open¿ stated by the user. It was then noticed by the user that the screen was black. The rn called the ER and spoke with a nurse who said she would bring another pump, by the time she arrived, the bag was empty. The device was plugged into an ac outlet during the event and reported that the device was left plugged in when not in use but switched to an extension cord to be able to be next to the patient. It was reported that the device did not shut down or heard any audible alarms during the event. The over infusion was discussed with dr. (B)(6) however he did not feel there was an adverse result to the quality of the exam. There was no report of patient harm or medical intervention needed. An additional lvp's was attached at the time of the event however not in use. Reported by biomed technician: he stated ¿testing the unit in my office prior to calling support, I ran the unit infusing and without the lvp¿s attached. When the screen goes blank the lvp¿s continue to infuse and current information comes back when a button is pushed. The screen goes black after @ 2 minutes of no button pressing (with or without lvp¿s attached). The customer stated he ran testing on the pcu unit and had the pcu with lvp attached and the pcu without lvp attached. ¿manual battery conditioning test, if done it was done as a standalone test." Bd batteries used, there was no discharge alarms noted during the event, plugged in at the time, age of battery installed feb. 2017 and the battery replaced every 2 yrs. "

Manufacturer narrative:
The customer¿s report of dim display during programming, lvp infusing ¿as it was running wide open¿, and the pcu screen going black during the infusion was not confirmed. Physical inspection of the device noted the instrument seal intact. Review of the pcu error logs shows are no errors or malfunctions. Analysis of the pcu event log shows pump module s/n (B)(4) was powered on at 10:03:13 am on (B)(6) 2018 at 10:03am unit a is added and is selected for programming. Soft key 3 selected for basic infusion and soft key 2 selected, rate programmed for 205ml/hr. At 10:04am soft key 3 selected, vtbi programmed for 51ml/hr. At 10:07am, infusion begins. At 10:18am, unit channeled off. Primary volume infused= 36.8 and the pcu was channeled off. Rate accuracy testing measured the device to be within the acceptable error. The root cause of the customer¿s report of dim display during programming, the infusion is running as if it was wide open and, the pcu screen going blank during the infusion was not identified.

Event description:
It was reported that a patient in nuclear medicine for a hida scan, (syncline 1.5 mg/ 50ml) was programmed to infuse via basic infusion at 200ml/hr. With an expected duration of 15 minutes. The pcu screen was reportedly dim during programming. Approximately 5 minutes after infusion was initiated, the bag appeared to be nearly empty ¿as if it were running wide open,¿ and the screen was black. By the time another pump arrived, the bag was empty. The device was plugged into an ac outlet during the event and was left plugged in when not in use, and an extension cord was in use for close proximity to the patient. The device did not shut down nor were audible alarms heard during the event. There was no adverse result to the quality of the hida scan as a result of the over-infusion. There was no report of patient harm or medical intervention needed. The biomedical technician reported he tested the unit without the lvp¿s attached. When the screen went blank after 2 minutes without a button push (with or without lvp's attached), the lvp¿s continued to infuse and current information was released when the button was pushed. The testing occurred on the pcu unit with the lvp attached. Per biomed: ¿manual battery conditioning test; if done it was done as a standalone test." Bd batteries were used and plugged in at the time, and there was no discharge alarms noted during the event., the age of battery: installed (B)(6) 2017 and the battery replaced every 2 yrs "